Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, while taking skin graft with the device, skin graft was shredded. A new blade was obtained, dermatome skipped, and skin graft shredded again. Patient had to have a bigger incision and one more incision because it was not working. There is no information about the delay. Due diligence is in progress and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, while taking skin graft with the device, skin graft was shredded. A new blade was obtained, dermatome skipped and skin graft shredded again. Patient had to have a bigger incision and one more incision because it was not working. Since the patient had 2 shredded skin grafts, surgeon did not want to harvest a third skin graft. He decided to excise an elliptical area, tissue around where skin graft was taken, and sutured that area closed. There was a delay of approximately one hour and the patient was under anesthesia. Another device was not used because the surgeon did not want to cause any additional harm to patient. The team in that case did not save the blade or packaging of the blades. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.